Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with an attached temperature sensor, sample port connector, and cut portion of inlet tubing. Visual inspection of the catheter surface noted no obvious visible defects. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and immediately leaked from a pinhole (0.012") in the balloon surface. There were no missing pieces found. This was found to be out of specification. Active length of the catheter balloon was measured (0.7535"") and found to be within specification (0.6"" - 0.9""). The catheter was confirmed to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon."

Event description:
It was reported that the balloon could not be inflated after catheter insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon could not be inflated after catheter insertion.